Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde pancreatography (ercp) procedure with sphincterotomy. According to the complainant, during the procedure, the device was inserted into the patient. However, when the device was electrically activated to perform the sphincterotomy, the conductivity of the cutting wire was intermittent and it seemed only the distal portion of the wire was working properly. No visible issues were noted to the sphincterotome. It was unknown how the procedure was completed. The device was used in conjunction with a bsc active cord and a non-bsc generator. The customer alleged no complaint against the bsc active cord used in the procedure. The connection of the sphincterotome to the active cord and generator was verified during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde pancreatography (ercp) procedure with sphincterotomy. According to the complainant, during the procedure, the device was inserted into the patient. However, when the device was electrically activated to perform the sphincterotomy, the conductivity of the cutting wire was intermittent and it seemed only the distal portion of the wire was working properly. No visible issues were noted to the sphincterotome. It was unknown how the procedure was completed. The device was used in conjunction with a bsc active cord and a non-bsc generator. The customer alleged no complaint against the bsc active cord used in the procedure. The connection of the sphincterotome to the active cord and generator was verified during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Correction - initial had: hydratome rx sphincterotome. Supplement has: hydratome rx 44. A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was intact but discolored from use. The length of the exposed cutting wire was measured and found to be within specification. A functional evaluation found that the device met the minimum bowing specification. A second functional evaluation found that the 2-in-1 connector and all sections of the exposed cutting wire were able to conduct current indicating proper connectivity of the device. In addition, the resistance across the 2-in-1 connector and all sections of the cutting wire was measured and found to meet specifications. Following a detailed device analysis, it was noted that the condition of the returned unit was not consistent with the complaint incident that the full cutting wire would not properly conduct. The complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.